Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The stand alone board and relay were replaced, and the issue was resolved. The damaged board was returned for analysis, and visual inspection confirmed electrical overstress at a minimum of four areas of the circuit board. R15, r16, r21,r22, c10, c13 exhibited the most damage. R23 was missing a leg and r22 body was compromised. C51 had a damaged contact, and the area between the heatsinks for the fans and q1/q4 exhibited electrical overstress. Due to the condition of the board, functions testing was not performed. An electrical failure mode was confirmed and the part was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that while performing scheduled maintenance, the stand alone board sparked, causing burn marks on the board. This occurred apart from any patient involvment. No additional details were provided.